Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-9218-15, serial #: (B)(4), description: precision m8 adapter, 15cm; model #: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead; model #: sc-4316, lot #: 18237708, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient developed infection at the ipg site wherein seroma was noted and was drained. The patient underwent a revision procedure wherein it was found that the infection travelled up to the midline incision. The physician explanted the scs system. It was believed that the infection was not device related but was related to the procedure. The patient was on intravenous antibiotics and on medication.

Event description:
A report was received that the patient developed infection at the ipg site wherein seroma was noted and was drained. The patient underwent a revision procedure wherein it was found that the infection travelled up to the midline incision. The physician explanted the scs system. It was believed that the infection was not device related but was related to the procedure. The patient was on intravenous antibiotics and on medication.